Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 30-jun-2021: no patient incident ? Found during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a damaged air detector sensor. The customer stated problem was duplicated. The device was found to have air in line due to air detector test failing during testing and physically found to be damaged. It was determined that the air detector sensor was inoperable. Therefore, the air detector sensor was replaced. The cause of the reported problem was traced to customer manipulation of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was reading air in line. It is unknown if there was a patient, or clinician injury associated with this occurrence.